Manufacturer narrative:
After battery installation, nothing was displayed on he lcd screen during boot up. Upon further inspection of the device interior, the j6 connector was not plugged into its socket. Unable to perform the displacement test as a result of the blank display. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible, and the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 320 mg/dl at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the screen of the insulin pump. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined the troubleshooting for replace battery now alarm. The device is expected to be returned for analysis.